Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported events as follows: "precautions: ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Shelf life and storage juvéderm® ultra xc injectable gel has a clear appearance. In the event that a syringe contains material that is not clear, do not use the syringe."

Event description:
Healthcare professional reported that 2 syringes of juvéderm® ultra xc were, ¿very congealed and would not get though the needle and it spilled on the patient when it did." Patient contact did occur. No injuries occurred. The needle from the package was used.